Event description:
A customer reported that results from two different patient samples obtained from two different vitros eciq immunodiagnostic systems were associated with the incorrect patient names. The correct vitros assays were performed on each sample and the results obtained were correct for each sample. However, the name associated with each sample was incorrect. The discrepant names associated with each sample and results were identified by the laboratory and no erroneous results were reported from the laboratory. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined the customer re-used sample ids that had pending assay programming stored in the analyzer. The customer was referred to the device labeling, located in the vitros eciq user documentation describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The root cause of this event is user error.